Event description:
Stryker disposable suction / irrigator was used for laparoscopic cholecystectomy with 5mm versastep port and would get stuck when trying to remove suction tip from port. Diagnosis for use: cholelithiasis. Ref (B)(4).